Manufacturer narrative:
The field service engineer (fse) stated that the customer traced leak to vacuum chamber (vc26) which was filled with fluid and was not draining properly causing it to overflow. The fse stated in an additional communication that the lack of draining was caused by buildup of dried fluid in the fitting at the top of vc26. He instructed the customer via telephone in removing the tubing from the fitting and cleaning it with a stylet along with the pressure port fitting. The customer reattached the tubing and vc26 then drained properly, which resolved the issue. The fse was not dispatched to site for this event. (B)(4). Fse trouble shot with customer by phone.

Event description:
The customer reported that approximately 10 ml of a greenish blue fluid leaked from the coulter lh 750 hematology analyzer on the right side of and onto counter top during startup. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.